Event description:
Same case as MDR ID 2134265-2014-05695. (B)(4) clinical study. It was reported that patient experienced pain and ischemic ECG changes occurred. In (B)(6) 2009, a non-bsc bare metal stent was implanted in the mid right coronary artery (rca). In (B)(6) 2013, the patient presented due to unstable angina and was hospitalized. Coronary angiography revealed 85% stent thrombosis of the previously placed non bsc bare metal stent located in the mid (rca). It was treated with pre-dilatation using the 2.50mm x 12mm emerge¿ balloon catheter and another non bsc balloon. However, during inflations, the patient felt pain and ischemic changes were noted. The stent thrombosis was also treated with stent placement using a 3.0x24 mm promus element ¿ drug eluting stent. Two days post procedure, the event was resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).